Manufacturer narrative:
Concomitant medical product: dtba1d1 crt-d, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient came to the emergency room after receiving inappropriate shocks. A remote monitoring transmission indicated that alerts were triggered 3 days earlier for oversensing/ noise indicated to be non-sustained episodes, short v-v intervals, as well as high/undefined pacing impedance. A fracture of the right ventricular (rv) lead was suspected and reprogramming was performed to turn detections off. The following day the lead was capped and replaced. No further patient complications have been reported as a result of this event.